Event description:
It was reported that during a prostiva procedure it was not possible to connect the cartridge to the generator. The generator displayed "defective cartridge." With another cartridge there was no problem.

Manufacturer narrative:
(B)(4). Final analysis for handpiece/cartridge v359411 showed a reliability non-conformance. Pin 5 was pushed in or missing (this is the pin that is for the right needle thermocouple).